Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call for high blood glucose of 423mg/dl. The customer treated with an injection. Customer indicated that the cannula is bent and has issues with the infusion set. Customer was advised on proper insertion, taping and site techniques and to not insert the cannula in places of scar tissue or hardened skin. Customer declined high blood glucose troubleshooting. There was no further information provided by the customer or troubleshooting.